Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin had a blank display. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the display was not blank less than 30 seconds and did not returned after the insulin pump restart. It was also mentioned that the display was blank after replacing battery. The customer also stated that the customer kept receiving low battery alerts but the insulin pump was not accepting batteries. They tried with at least ten batteries, but the issue persisted. It was mentioned that the insert battery alarm did not display on the insulin pump screen. The customer stated the contacts on the battery cap were neither missing nor damaged. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement, active current measurement and self test. Pump was monitored and tested with no blank display and low battery alert noted. (B)(4).